Event description:
It was reported that the patient presented with difficulties inflating the inflatable penile prosthesis (ipp) and resulted in replacement of all components. The physician did troubleshoot the device, but was unable to resolve the issue. The left cylinder was identified to have a break in the component. The ipp reservoir was left implanted in the patient. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.